Event description:
It was reported that during an implant attempt of the right ventricular (rv) lead, the physician was not satisfied with the impedance measurements and decided to reposition. Upon repositioning, there was no signal to be measured. A different analyzer was used, however, no signal could be obtained. The rv lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood/body fluid in the outer tubing overlay. The outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism. There was apparent damage at implant. (B)(4) no anomalies found.(B)(4) full lead